Event description:
It was reported that the patient alert sounded due to high rv and svc impedance. The patient was hospitalized to replace the lead. When testing was conducted with the new lead, the device still showed high impedance on both the rv and svc coils. The physician decided to replaced the device too. Impedances with the new device and lead were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the patient alert sounded due to high rv and svc impedance. The patient was hospitalized to replace the lead. When testing was conducted with the new lead, the device still showed high impedance on both the rv and svc coils. The physician decided to replaced the device too. Impedances with the new device and lead were normal. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high.